Manufacturer narrative:
Received 1 silicone catheter for evaluation. The reported issue was confirmed as cause unknown. Per visual evaluation, the balloon was found to have a burst and no pieces missing. The dimensional evaluation of the active length shows that the catheter was manufactured within the specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities; 3cc balloon: use 5ml sterile water; 5cc balloon: use 10ml sterile water; 30cc balloon: use 35ml sterile water; do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was damage on the balloon of the catheter. There were no missing pieces.